Event description:
It was reported that on (B)(6) 2022, a 24mm amplatzer septal occluder was selected for an implant. During the procedure, while unscrewing the device from the delivery cable, the device embolized from the left atrium to the left ventricle and completely dislodge from the implant site. Device was retrieve with transcatheter snare and no device was ultimately implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device embolization was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the root cause of the reported event could not be conclusively determined.